Event description:
It was reported the patient was experiencing uncomfortable stimulation in his back and chest while stimulation is on. The patient states this began one to two months ago and stimulation has been turned off since then. Follow-up information revealed the patient met with the sjm representative and stated he has not used his scs system in approximately 6 months. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.